Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia while using the pump, including a low reading near 50 mg/dl with continuous lows over several hours that required frequent carbohydrate intake; the user noted the ilet displayed ¿low,¿ customer care confirmed values improving into the 70s with an upward trend, and later the glucose stabilized around 160 after the device had been reset and adjustments made by clinical support, with additional training scheduled. Symptoms included hypoglycemia with associated frustration. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included remote troubleshooting, education, and coordination with clinical specialists for additional training. Investigation of this case revealed an unclear cause of hypoglycemia with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.